Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out during the manual prime. The customer's blood glucose was 148 mg/dl. The caller stated that the insulin pump had not been dropped or bumped prior to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised that during seating, the force sensor did not detect the reservoir. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.